Event description:
A malfunction was reported on the customer's pump, with no notable events leading up to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. To resolve the issue, the customer transitioned to an alternate insulin therapy using multiple daily injections (mdi), and technical support arranged to ship a replacement pump to a temporary address. Additionally, instructions were provided for putting the malfunctioning pump into storage mode, and arrangements were made for its return to tandem.